Event description:
This patient had a pocket revision due to a non-healing pocket dehiscence. The patient had previously fallen and hit her chest.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.